Event description:
It was reported that on (B)(6) 2022, the patient was admitted for major bleeding in the upper gastrointestinal tract and was discharged on (B)(6) 2022. The patient was transfused with 8 to 16 units of red blood cell concentrate per 24 hours. Due to the unidentified bleeding factors, the relationship between the event and the device was unclear. The patient was on anticoagulant drug, warfarin, at the time of the event.

Manufacturer narrative:
E1; reporter email not available. Related MFR numbers # 2916596-2023-06824, and #2916596-2022-13188. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.